Event description:
Pt reported obtaining a blood glucose result of 144 mg/dl, while using the suspect device. Pt indicated that, in spite of the result received, he was experiencing hypoglycemic symptoms (feeling ill and clammy). Pt reportedly summoned emergency medical services and upon their arrival (10 minutes later) pt's blood glucose measured 39 mg/dl, on paramedics' blood glucose monitor. Pt stated that he was treated with food and juice. Fifteen minutes later, pt's blood glucose reportedly measured 70 mg/dl (on paramedics' blood glucose monitor). Pt was not transported to the hospital for additional treatment. Pt's current condition: "great." Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.